Manufacturer narrative:
(B)(4). An investigation of kangaroo joey pump for the reported condition of; the unit rotates in reverse. The unit was triaged and the complaint could not be confirmed. Kangaroo joey pump was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).

Manufacturer narrative:
Submit date: 06/01/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 4/12/2016 that a customer had an issue with a feeding pump. The customer alleges that the gearbox on the unit rotates in reverse.